Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no similar reports against the product and lot code combinations since their release to distribution. Two images of x-rays were provided. From the images, it is assumed that these were taken prior to revision as they show the peri-prosthetic fracture. Operative notes from the primary and revision surgeries were also provided for review. The products were not provided for review. From reviewing the image of the ap x-ray the following observations were made: the products implanted in the left femur appear to correlate with those in the complaint description. There is a peri-prosthetic fracture in the proximal third anterior-medial cortical wall as described in the complaint description. The stem appears to have subsided and fallen into a varus position (likely as a result of the fracture), although the post primary x-rays were not provided to determine the original position of the implant. The image of the lateral x-ray clearly shows the peri-prostheic fracture. With the information provided it is not possible to determine the root cause. From the complaint description the fall or traumatic event clearly triggered the failure; however, the role that the surgical process, patients anatomy and implant design played in the failure is unknown. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Eleven days following his primary surgery, he had a fall landing on his left hip. He reported back where x-rays showed a fracture in the left femur in the proximal one third.

Manufacturer narrative:
This complaint is still in investigation.